Event description:
It was reported that during implantation of a t2 tibial nail using the suprapatellar instrumentation the nail appeared to have gotten fused to the nail holding bolt and insertion arm. The staff spent 10-15 minutes attempting to disengage the nail but were unable to. They elected to use the standard approach with a new nail. The nail was able to be disengaged after it was returned to stryker canada.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the devices were returned in a disassembled state. Significant fretting marks are visible running along the outer circumference near the nail holding screw thread. The hexagonal screw head is heavily damaged indicating exposure to substantial hammering. During functional test, it can be observed that it is not possible to fully insert nail holding screw in the targeting arm sleeve slight resistance can be observed. Since both the targeting arm and nail holding screw have fretting marks it is possible that device got jammed by frictional welding. No indications of material, manufacturing or design related problems were found during the investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments¿. Based on investigation, the root cause was attributed to a user related issue. The appearance of damage indicates that the devices were cold welded due to high surface pressure caused by assembly under misalignment. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that during implantation of a t2 tibial nail using the suprapatellar instrumentation the nail appeared to have gotten fused to the nail holding bolt and insertion arm. The staff spent 10-15 minutes attempting to disengage the nail but were unable to. They elected to use the standard approach with a new nail. The nail was able to be disengaged after it was returned to stryker (B)(4).